Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The lesion was pre-dilated with a 3.0x15mm balloon. The 7.0x15mm rx herculink elite stent delivery system (sds) was advanced however failed to cross the lesion. When removing the sds the stent dislodged. A snare device was used to remove the dislodged stent. The procedure was completed using another herculink elite stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.